Event description:
It was reported that insulin pump buttons were unresponsive. Customer's blood glucose was 152 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no unexpected low battery alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No frozen display was noted. The insulin pump was received with a cracked case at the display window corners and battery tube threads, and minor scratches on the display window.